Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. The customer's parent stated that the customer's insulin pump kept freezing. The customer also kept receiving battery out of limit alarms. Standard troubleshooting was performed. The customer was unable to clear the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.